Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned in galway loaded inside the delivery catheter system (dcs). The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded into the delivery system for an unknown duration. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013015538); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the second deployment attempt after recapture of the transcatheter aortic valve, an infold was observed. The valve was never implanted. A new valve and delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that during the second deployment attempt after recapture of the transcatheter aortic valve, an infold was observed. The valve was never implanted. A new valve and delivery catheter system (dcs) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured to improve implant position. A procedural delay of fifteen minutes occurred as a result of the infold to load a new valve.

Manufacturer narrative:
Image review: two still images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. A still image of the fluoroscopic valve load inspection was provided for evaluation suggesting revealing an inflow crown overlap reaching node 3, which would be considered a good load. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A complete rotation under fluoroscopy was not provided which would be required to absolutely confirm the extent of the inflow crown overlap. As stated in the instructions for use (IFU): complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Note: ensure the capsule is slowly rotated 360° during the fluoroscopy check. The load was deemed satisfactory and was attempted to be implanted. It was reported that one recapture was performed and during a subsequent deployment attempt an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. It was documented that a new system was used. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.